Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The main printed circuit board found out of specification.

Event description:
It was reported the device auto shut down. Followup information indicates the device was in use on a patient at the time of the event. The ICU nurses noticed on their telemetry that the heart rate was slow. That's when they realized unit was off. The battery in the unit was found to be very hot. Even after replacing with a new battery, the unit could not be turn on. The device was replaced with another unit. No further patient complications have been reported as a result of this event.